Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned probe was visually inspected, and no obvious defects were observed. A system console representing the current software version was used to test the sample. The radio frequency identification (rfid) connectors were connected to the console and there was no response from the gray light emitting diode (led) ring. A block reader was then used to interrogate the rfid's programmed information, and the rfid's contained no written data(blank). This observed issue is a supplier non-conformance. If the probe isn¿t properly recognized, the console will default to a prescribed setting and will thus use a different priming algorithm. The rfid data error is directly related to the customer experience. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint is related to an error during programming; the probe rfid tag was not programmed during the supplier¿s manufacturing process. Action will not be taken based on this occurrence. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is verified that all required tests have been performed and all acceptance criteria are met prior to release. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that aspiration decreased and then disappeared completely at maximum negative pressure, there was no visible aspiration along the entire length of the tube during posterior vitrectomy surgery. The procedure was completed same day using another custom pak. There was patient contact but no impact to the patient. The additional information received indicates that the reported event was related to the cassette.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).